Event description:
The customer reported a button error on the insulin pump and a low battery. The blood glucose reading was 196 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly and no frozen buttons or button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.